Manufacturer narrative:
Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed reported issue. The touchpad was installed and tested on an in-house test system and failed to respond. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted surgical procedure; error 75 occurred on the patient side cart during docking indicating the touchpad's touchscreen failed its diagnostics. An intuitive surgical inc. (Isi) technical support engineer advised to hard power cycle but the error persisted after several attempts so the surgeon made the decision to abort the procedure. No patient harm was reported. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported issue and verify it in the log files. The touchpad was replaced to resolve the issue.